Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.a lot history review (lhr) of reby0475 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that after opening the package and when flushing the catheter to check for its integrity, found that the catheter was ruptured near the luer hub and noticed water spraying out. Device was not used on the patient.